Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. The t:slim g4 user guide states not to use any other insulin with this system other than u-100 humalog or novolog. Only humalog and novolog have been tested and found to be compatible for use in the system.

Event description:
It was reported that the customer had received multiple, intermittent occlusion alarms. Reportedly, the customer uses apidra insulin in their cartridge. The customer's blood glucose (bg) level was 593mg/dl at its highest and a correction bolus was delivered to address the bg level. The occlusions would be resolved by changing the infusion set and cartridge. As the occlusion alarms had occurred in the past, tandem technical support was unable to perform a system check to determine a possible cause of the occlusions. Tandem technical support informed the customer that apidra is contraindicated for use with the pump.